Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the latch lock mechanism would not open and the flex sensor was corroded. Additionally, during visual inspection it was found that the upstream occlusion(uso) seal was buckling. The latch lock, flex sensor and uso seal was replaced.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error code 41541 occurred upon powering the unit on, which typically indicates a downstream occlusion (dso) alarm or a lock sensor issue on the infusion pump. There was no patient involvement.